Manufacturer narrative:
The product was not returned. A photo was provided. The photo showed an implanted single-piece lens. A linear mark or material was visible on the left side of the optic. Unable to determine if this is on the anterior or posterior surface. The origin and nature of the mark/material cannot be determined from the photo. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause could not be determined for the reported lens scratched. The lens remains implanted. Based on the provided photo, the lens had a linear mark or material on the optic. The origin and nature of the mark/material cannot be determined from the photo. The instructions for use (IFU) instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The file will be reopened in if the sample or new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens was inserted and a scratch on the optic outer edge was noted by surgeon. Lens left implanted in the eye. There was no patient harm.